Event description:
Customer reported that a patient sample with a previous history of anti-fyb did not react with vra165 in gel. Patient was initially tested in tube/peg with a different lot of cells and reactivity of 3+ was observed. Antibody screen performed in gel was also unreactive.

Manufacturer narrative:
Ocd performed a batch record review of the lot. Batch review was satisfactory. Retained testing was not performed due to expiration of product prior to receipt of complaint. Returned patient sample did not react with other 0.8% reagent red cells in gel. A weak positive reaction (0.5+) was observed in tube/liss. Complaint review indicates that there were no similar complaints for this lot. (B)(4).